Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Instrument stripped during a case.

Manufacturer narrative:
Device manufacture dates aug 28, 2014 aug 29, 2014. Visual examination indicated that approximately 1-2mm of the hexlobes of the distal tip had become stripped. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the final tightener becoming stripped cannot positively be determined. However, the observed damage is localized to the tip of the driver feature suggesting the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.